Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: asku. During which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Cracking. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during radical cystectomy, ileal conduit procedure, two 45mm and one 60mm devices were pulled for the procedure. During the initial firing of all three devices with a white cartridge a loud cracking noise was heard. There was no cutline or staple line produced. The case was complete by surgeon preference. The patient's tissue was radiated and very hard. The surgeon was afraid that the patient may bleed so he did what he could to complete the procedure without any patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with the clamping mechanism damaged and with a reload loaded in the device. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.